Event description:
Pharmacy technician developed a red rash on her hands, arms, and neck. She went to employee health for benadryl, and is fine now.

Manufacturer narrative:
Complaint and sample forwarded to manufacturing facility for investigation. A follow up medwatch report will be filed when the investigation is completed.

Manufacturer narrative:
This is a follow up report based upon sample receipt. The lot number was provided, therefore, the device history record was reviewed, and no discrepancy was found for this lot number. Historical trending was done. The returned sample passed the requirements of the primary skin irritation test per the technical service report. The exact cause of this complaint could not be determined. This glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of an individual experiencing a reaction to certain chemicals that are used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any unfavorable trends.